Manufacturer narrative:
This report is submitted on october 16, 2019.

Event description:
Per the clinic, the patient experienced infection at implant site resulting in the decision to explant the device on (B)(6) 2019. Re-implantation is planned but has not taken place as of the date of this report.